Manufacturer narrative:
Corrected model number of device involved with event from 10876-001 (8 fr) to 10876-002 (9 fr). All other reported information from original MDR 2183787-2015-00094 remains unchanged.

Event description:
On (B)(4), a thrombus in the left atrium had been reported by the center. As the rf ablation procedure had been performed on (B)(6), the sponsor is assessing this event to be possibly related to the procedure, also because the patient has no medical history of thrombo-embolic events. No further information is available.